Event description:
The customer reports a switch, on the x-ray system, will trigger sporadically. This malfunction will cause the system to lose its ability to capture an image.

Manufacturer narrative:
(Conclusions) - a service engineer was dispatched and replaced the line filter in the frontal generator. After successful electrical safety test and successful functional test, the system was released back into service. Trending on replacement rate for replaced component shows that there is no increase in spare part use for this component. The reported malfunction does not pose an increased risk to patient health. There is no need for a mandatory field action.